Manufacturer narrative:
Pump passed displacement, prime/delivery, basic occlusion and no delivery tests. However unit had motor error alarms during occlusion test due to faulty back pressure sensor. Unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. Blood glucose level at the time of the incident was 480 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.